Manufacturer narrative:
Investigation summary: a complaint of a filter cracking and leaking was received from the customer. One sample returned for investigation. Leakage from the filter was observed during priming. The customer complaint was confirmed. A device history record review could not be performed on model: 2432-0007 because a lot number was not provided by the customer. Due to the appearance of the vent membrane coupons and hydrophobic properties being able to be restored in the sample, it has been deemed by the supplier that the vent membrane coupons have been wetted out by the use of fluids at the end user. Due to the root cause being deemed as not being a manufacturing cause, there will be no further actions taken at this time. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked. The following information was provided by the initial reporter: material no: 2432-0007 batch no: unknown. Event 1- it was reported that there was a small yellow isolate observed in the item. Observed small dried yellow drainage in isolette, traced lines and noted tpn slightly leaking at the filter, filter was cracked. Glucose was checked at bedside, results stable. All new ivf obtained. Sterile line and cap change done emergently. This PICC line port had tpn infusing through manifold, maxzero, and bifuse. Other fluids running including lipids, fentanyl and versed continuous drips.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked. The following information was provided by the initial reporter: material no: 2432-0007, batch no: unknown. Event 1 - it was reported that there was a small yellow isolate observed in the item. Verbatim: observed small dried yellow drainage in isolette, traced lines and noted tpn slightly leaking at the filter, filter was cracked. Glucose was checked at bedside, results stable. All new ivf obtained. Sterile line and cap change done emergently. This PICC line port had tpn infusing through manifold, maxzero, and bifuse. Other fluids running including lipids, fentanyl and versed continuous drips.